Event description:
Procedure: radio frequency ablation. The hospital report stated, that before using the returned electrode pad, they discovered that the adhesive side was damaged. The pad was not used but returned for investigation for the damage. When tested in 2007, by the manufacturer, the incident sample was found to have no electrical continuity. This condition can potentially cause a device related burn.

Manufacturer narrative:
Evaluation has begun, but is not complete. When investigation is completed, a follow-up report will be sent.